Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using fiasp insulin, and not removing cartridge air. Tandem clinical support informed customer that using fiasp insulin, and not removing cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.